Event description:
Philips received a complaint on the dfm100 device indicating that the paddle does not connect well. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The fse evaluated the device on site. It was determined that this was a malfunction of the paddle connection, the blade support hook was adjusted so that the contact between the two is optimal, and the device was returned to full functionality, however the replacement of the paddle assembly was recommended. The fse adjusted the paddle connection to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.